Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis, calcification, and pannus growth were confirmed. Report of regurgitation was visually confirmed due to gap observed in central coaptation region. X-ray demonstrated moderate calcification on leaflet 1, heavy calcification on leaflets 2 and 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm near commissure 1 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 3 had a 3mm non-transmural tear at the inflow aspect near commissure 1, which likely led to the reported leaflet perforation. Calcification was evident near the tear. Thickened and swollen tissue was observed on leaflet 3 near both commissures. The free margin of leaflet 3 was observed to be lower by approximately 3mm as compared to leaflets 1 and 2, which created a gap in the central coaptation region. Pledgets remained attached on the sewing ring near leaflets 1 and 2 at the outflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. There can be several root causes of leaflet immobility or leaflet restriction. Stenosis/regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was determined that the root cause of this event was calcification on all three (3) leaflets and host pannus growth as demonstrated in the device evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host tissue/pannus growth contributed to a lesser degree to this long-term explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause of this event cannot be conclusively determined with the available information. However, the event in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 27mm pericardial mitral valve, implanted approximately 11 years and one (1) month, was explanted due to mitral stenosis and regurgitation secondary to calcification and pannus growth. This device was originally implanted for mitral valve replacement to correct mitral stenosis. This device was explanted and replaced with a 27mm non-edwards surgical valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The condition of the explanted valve was reported as "leaflet mobility was restricted due to calcification and pannus growth." One of the leaflets had a perforation. It was also noted that the patient received a 28mm edwards annuloplasty ring in the same surgery.